Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 1 message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with diet and exercise. The error 1 message began the day before at 9am. It is not known if the pt was able to obtain her blood glucose reading after the reported issue began. On original date, 24 hours after the onset of the error 1 message , the pt reportedly developed symptoms of "sweating and weak." At 9:30am, the pt administered self-treatment with food/drink. The pt did not test on any other device. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.